Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a malfunction alarm. Customer's blood glucose level was not impacted. Reportedly, the contact will be in contact with the customer's health care professional to obtain an alternate insulin therapy method.